Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dust/rust inside charged coupled device, failed water leak test from cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image goes in and out due to a bad charge coupled device. A definitive root cause could not be identified for the dust/ruse or failed water leak test. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplement report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during preparation for use, the subject device had an image that disappeared temporarily. There were no reports of patient harm.